Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician replaced a bent trend rod and linkage in order to resolve the problem.

Event description:
The trendelenburg and reverse trendelenburg ceased to function on this bed.